Event description:
This is report 1 of 2 involved in this event. This is a report of a patient who experienced and was hospitalized for five days for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. Patient symptoms due to the peritonitis included abdominal pain, nausea and vomiting. The patient was treated with vancomycin (dose, frequency and route not reported) and recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for potentially associated lot numbers h13c07061, h13c27044, and h13a04047 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).